Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI#: (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tha the shaft was broken. The broken piece was retrieved from patient. The procedure was prolonged about 2 hours.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the breakage. The root cause is attributed to wear out. The date code a0310 indicates the instrument was manufactured in march of 2010 and is over 6 years old. A two-year search of the complaint database found no additional reports for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.